Event description:
It was reported the patient's pump was suspected to be flipped. The drug used in the pump was morphine sulfate 60 mg/ml (dose unk). The patient could not undergo surgery for three more days. The pump was thought to empty. No patient symptoms were reported. Additional information received indicated the pump was removed in 2009.